Event description:
It was reported that the physician&#39;s handheld no longer holds a charge. It was reported that the handheld has been plugged in but once it is unplugged it will die. The physician indicated that this has been occurring over time, but he is tired of it and would like a replacement programming computer. The physician was provided a replacement tablet and the handheld was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the handheld was completed on 02/24/2015. No anomalies associated with the main battery were identified during the analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 02/24/2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.